Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they adjusted the video cable interface. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use during inspection, the cs100 intra-aortic balloon pump (iabp) screen is flashing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.